Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. According to info received from the center, the patient has elected not to be revised. The device remains implanted. A review of the device history record was completed and no anomalies were noted. This device assembly used a feedthru assembly from one feedthru vendor with a known feedthru hermeticity issue. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented to determine the root cause of this problem. This is the final report.

Event description:
The patient reportedly experienced a loss of lock with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery was discussed.